Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the lv (left ventricular) lead dislodged. The lead was explanted. During this procedure, the physician had trouble removing the setscrew and it eventually came out completely, so the device was explanted and replaced. During implant attempt of the replacement lv lead, secure placement could not be obtained, and there was phrenic nerve/diaphragmatic stimulation. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.